Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review is not possible; as the mer stand is not labeled with a serial number.

Event description:
Customer reports broken handle on usg cart, making transportation difficult.